Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced eight infusion set was accidentally pulled out during use due to tubing catching on something or pump falling over the past 8 months. The blood glucose level was 600mg/dl and the patient was treated with correction bolus via pump. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 8.